Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not flashing and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2006. The next event was a failed self test on (B)(6)0 2010 ¿ 4 years after installation. This fault went unnoticed for 5 months and the device failed again due to a low battery. The user was alerted by the indicator not flashing. The device performed to spec for 4 years. This pad device is also outside the warranty period. There was no problem found with the returned pad or pad-pak. The low battery warning was correctly issued to warn the user that the pad-pak was coming close to expiration.